Event description:
It was reported that during attempted system upgrade to a bi-ventricular implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead was placed multiple times and not used. During difficult coronary sinus cannulation, the lead dislodged multiple times. The patient was not stable, requiring blood pressure support during the operation and ended up on a balloon pump. Ultimately, the existing system was re-implanted and the physician will decide how to proceed surgically at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.